Event description:
The tip of a tecomet reusable surgical screwdriver broke into several pieces during the removal of orthopedic spinal hardware. Several pieces were sequestered. Health care providers believe that these screwdriver tips become worn down or weakened with multiple uses.